Event description:
It was reported that, during a meniscus suture procedure, the fast-fix 360 curved t-implant failed to deploy. Surgery was completed with a back-up device instead. It is unknown if there was a delay, and no further complications were reported. Upon return and evaluation of the device, it was observed that the t1 implant was cut from the suture and not returned, while the t2 implant remained on the suture but was fractured. Biological debris was present on the returned device, and the actuator was found in the pre-t1/post-t2 position.

Manufacturer narrative:
Internal complaint reference: (B)(4). Based on the initial information provided by the reporter, the event was considered non-reportable pursuant to the applicable regulations. However, investigation findings indicate that t1 was likely deployed and anchored to the meniscal capsule and t2 was not deployed and fractured. This implies a potential need for medical or surgical intervention to remove the anchored implant and any fractured piece to prevent permanent impairment to the body structure. Therefore, the event is now considered reportable. If further details are provided, our records will be updated accordingly and an additional report will be submitted.

Manufacturer narrative:
H11. H3, h6. The reported device was received for evaluation. A visual evaluation showed the device was returned in original packaging with the batch number of the complaint on the label. The t1 was cut from the suture and was not returned. The t2 is on the suture but is fractured. The fractured piece was not returned. The actuator is in the pre-t1/post-t2 position. Bio debris is present. A functional evaluation showed the actuator will cycle but the actuator attempts to stick at the tip and requires manipulation before returning to the next pre-deployment position. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (failure to fully actuate the device during implantation or excessive force to the device). Based on this investigation, the need for corrective action is not indicated.